Event description:
The pt (B)(6) received an scs system including a conventional ipg on (B)(6) 2011. It was reported the pt is without stimulation and unable to establish communication with the ipg via the programmer. The pt reports no falls or trauma to the ipg site which may have attributed to this matter. X-rays will be performed to confirm the positioning of the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.